Event description:
It was reported that the patient had noise during a shock episode. The shock appeared inappropriate at the time, but technical services advised the device worked appropriately for the programmed settings. The patient's heart rate was a fast sinus rate and there was a slight morphology change. The noise was reproduced during office testing. The clinic will consider medical management for the patient's fast heart rate. There were no additional adverse patient effects. The system remains implanted.